Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing separated at the upper pump segment fitment. Reportedly d51/2 ns with kcl 20meg was infusing and the event occurred when the "patient rolled over and the IV pump channel fell and the IV tubing detached from the top blue plug". The nurse inspected the module which "seemed to look and work fine" when inspected by the user, so it was put back into use on the patient, and there have not been further issues. No patient harm or medical intervention occurred. No further patient/event information was reported.